Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and all labels were still intact. No physical damaged was found on the device. As a result of checking the event history log, it confirmed that most recently there was a record of continuously occurred high pressure alarm during pump operate on (B)(6) 2023. It could not confirm the customer reported issue. Possible defective downstream sensor or cassette product. Product is beyond a year from manufacture date of 2014-04 and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that, during use of the product, especially at night, a high pressure alarm went off. No patient injury reported.

Manufacturer narrative:
D4 (UDI) and g5 are unknown; no further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.